Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754, serial# (B)(4), product type recharger. Product ID 37761, serial# (B)(4), product type recharger. Fdd (B)(4) applies to the ins (97714) fdd (B)(4) and (B)(4) apply to the desktop charger (37761) fdc applies to both the ins (97714) and the desktop charger (37761).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger (insr) would not charge and the ins was depleted. It was noted that the connection seemed secure, the arrows lined up and the desktop charger (dtc) connector pin did not look bent, but that the green light was not on. A new insr was sent to the patient but it would not charge. The patient then reported that the connector pin of the dtc looked bent. A new desktop charger was sent to the patient. No patient complications/symptoms were reported.